Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 592 mg/dl. The customer's mother stated that prior to the event, the insulin pump had given a bolus of 0.8 units and that another bolus of 2.6 units was needed to correct for the customer's 276 mg/dl blood glucose level. The customer's mother also stated that the customer uses a model mmt-864 sure-t infusion set and had last changed her infusion set two days before the event. The customer's mother also stated that they have had issues with the tubing becoming bent and detached at the p-cap. Nothing further was reported.